Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer had failed and would not open. Sixteen storage spaces were in a failed state, with fifteen associated with 7e b aux. All medications in the drawer were failed, and the drawer could not be opened to clear the failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (b))6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed and would not open. A field service engineer (fse) found no drawer failures on site. All drawers and peripherals were responsive, with none in a failed state. User reported no issues, and all drawers and doors were confirmed to be recovered. The system functioned as intended when the field service engineer investigated the device.